Event description:
A malfunction was reported with a pump, displaying malfunction code malf 9, which persisted even after an attempted reset. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, but as the issue recurred, they arranged to replace the pump. The customer used multiple daily injections (mdi) as backup therapy and was instructed to return the faulty pump using a prepaid label.